Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the clinic for complaints of general discomfort. Upon interrogation complete loss of capture (loc) for the right ventricular (rv) lead was observed even at maximum outputs. An x-ray image was taken which revealed the rv lead had dislodged and perforated the myocardium. The physician contacted another facility with cardiac surgery to perform a revision. It is unknown at this time when a revision procedure will be scheduled. The rv lead remains in service and no additional adverse effects have been reported.